Event description:
This is follow up#1 to report on 03/jan/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿complex multiple recurrent incisional hernias¿ surgery and was implanted with an unknown strattice device on (B)(6) 2010. The patient underwent a ¿recurrent hernia repair with xenograft, exploratory laparotomy with lysis of adhesions, open cholecystectomy, small bowel resection & abdominal wall closure¿ on (B)(6)2010. The form lists the conditions that were treated were ¿repair of complex multiple recurrent incisional hernia repairs with biologic mesh & component muscle separation (strattice implant)¿ between (B)(6)2010. The patient also underwent ¿attempted laparoscopic cholecystectomy - due to large amount of scarring & thick fibrosis from the biological mesh, procedure was abandoned¿ between (B)(6)2010. The patient then underwent ¿hernia repair with xenograft, exploratory laparotomy with lysis of adhesions, open cholecystectomy, small bowel resection¿ between (B)(6)2010. The patient was seen for ¿primary care; hernia symptoms¿ between 2005-2008. The patient received ¿primary care, hernia symptoms, anxiety, depression¿ from 2007-present. The patient was also treated for ¿anxiety, depression, ptsd¿ from (B)(6) 2023-present. The ppf form also indicates that the patient was implanted with an unknown non-abbvie device in (B)(6)2004. The form indicates that the device was removed or revised in (B)(6)2007 due to ¿repair of recurrent ventral hernia with mesh.¿ the patient was implanted with another unknown non-abbvie device on the same date. The form indicates that the device was revised on (B)(6)2007 due to ¿incisional hernia repair with mesh.¿ the patient was implanted with a third and fourth unknown non-abbvie devices on the same date. The form indicates that the device was revised on (B)(6) 2010 due to ¿repair of complex multiple recurrent incisional hernia repairs with biologic mesh with component muscle separation.¿ the patient was implanted with a fifth non-abbvie device ¿xenograft mesh, lot unknown¿ on (B)(6) 2010. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b7, g1, h6

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.